Manufacturer narrative:
The product was returned for analysis. A small amount of loose particulate was observed on the lens surface. Product had been opened, therefore, the origin of the loose particulate cannot be determined. However, this was reviewed with inspection personnel as a preventive measure. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 06/26/2009 and 07/17/2009 by mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).

Event description:
A nurse reported that an intraocular lens (iol) had spots on the optic. Pt impact remains unk. Additional info has been requested.